Event description:
An aneurx stent graft system was implanted into a patient for the endovascular treatment of a 6cm abdominal aortic aneurysm. The patient's aorta was paper thin. It was reported the patient had history of coronary artery disease, severe chronic obstructive pulmonary disease and renal insufficiency and was deemed high risk for surgery. After the iliac arteries were dilated with dilators and balloons, an angiogram was shot then the device was inserted. The stent graft was deployed just below the renal arteries and another angiogram was performed. The stent graft was found to be very close to the takeoff of the left renal artery. A reliant balloon was inflated in the main body of the iliac stent graft and gently pulled the stent graft away from the renal artery takeoff. A subsequent angiogram showed no evidence of an endoleak or rupture. However, suddenly the patient became hypotensive associated with abdominal severe distension. The decision was made to perform an emergency exploration. The retroperitoneum was opened urgently and the aneurysm was exposed. There was no evidence of free rupture; however, there was bleeding of unidentified source. The stent graft was removed except for the right iliac extension stent graft was somewhat adhered to the vessel wall; therefore, it was trimmed and left in place. A 20mm bifurcated hemashield graft was sewn in. There was good flow and not endoleak was noted. The patient continued to be hypotensive and was given multiple doses of bicarbonate, but the episodes of severe hypotension continued. The patient gained rhythm again and after inspection of the anastamosis, it was noted be hemostatic; however, some small bowel loops were noted to be dusky. There was no evidence of blood loss. The patient was sent to the intensive care unit; however, later that night the patient expired.